Event description:
This lead was implanted on (B)(6) 2004. A call to technical services on (B)(6) 2012 states that the system is being explanted due to infection. The physician was dr. (B)(6) at (B)(6) center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).